Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she recently went to the hospital due to a blood glucose level of 600 mg/dl. The customer declined troubleshooting and stated that she would speak with her diabetes trainer. Blood glucose level at the time of the call was 400 mg/dl, and customer reported feeling nauseous. The insulin pump was not replaced or returned for analysis.